Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user had difficulty in adding a new product, ampicillin 2-gram vials to pyxis tower. The customer stated that the product was successfully added to the pharmacy formulary and confirmed in the facility formulary, the barcode was scanned and linked to the item, and the medication was verified as available in the athena system with the correct barcodes. However, when attempted to load the medication into pyxis, scanning either the box or vial barcode resulted in a message that the barcode was not available. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the security group was not attached to the medication in facility formulary. A technical support specialist (tss) advised customer to assign the security group to resolve the issue. Further the customer confirmed that the issue was figured out and resolved. The system functioned as intended after the technical support specialist verified the device.